Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that multiple pump error was occurred. Blood glucose was 83 mg/dl. Troubleshooting was performed. Customer was able to completed insulin pump rewind but self test did not pass. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error alarms during testing however, the formatted history file confirmed software error alarm, due to a software error. Hardware low level error, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.